Event description:
The surgeon pulled the trocar out of the cannula and the trocar became broken. Half of the trocar was outside of the cannula and half remained inside the cannula. The surgeon removed the cannula and replaced with a new cannula and new trocar in the original patient incision. Procedure type: laparoscopic cholecystectomy.